Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (charger not charging) has been confirmed. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged integrated charger.

Event description:
A us distributor reported that an integrated charger was unable to recognize/charge a battery pack.